Manufacturer narrative:
Device manufacturing date is unavailable. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been returned to manufacturer for analysis. No further issues have been reported.

Manufacturer narrative:
Device manufacture date provided.the software investigation found that the logs did not contain anything that directly indicated why the system would become unresponsive. The most likely cause was a memory issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site biomed representative reported that, while in a cranial procedure, the navigation system became unresponsive after moving into the register task. In trouble-shooting, a hard re-boot restored normal function, after a re-start. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.